Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the on the first distal row, stent struts were lifted from their crimped positions and pulled distally over the distal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage at the distal edge of the tip. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left circumflex (lcx) artery. After pre-dilatation was performed, a 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed distal stent damage.